Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple stored episodes of non-sustained rv oversensing were observed. Review of the egms revealed undersensing of every other r-wave. The device was reprogrammed. The patient was fine and had no symptoms related to the episodes.